Manufacturer narrative:
Model number/catalog number: sc-2408-56; serial number: (B)(4); batch/lot number: 21326062; model/catalog description: avista MRI perc lead kit 56 cm.

Event description:
A report was received that the patient was experiencing inadequate stimulation and sharp stomach coverage. X-ray revealed that leads were placed anterior within the epidural space. The patient underwent a lead revision procedure.